Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 621800) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2. Concurrent conditions included morbid obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle") and pelvic adhesions ("other: right ovary fused to pelvis/ adhesions"). The patient was treated with surgery (hysterectomy to remove the essure), surgery (hydrothermal ablation) and surgery (hydrothermal ablation). Essure (ess205) was removed in 2009. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and pelvic adhesions outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic adhesions and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint: most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 621800) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 2. Concurrent conditions included morbid obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle") and pelvic adhesions ("other: right ovary fused to pelvis/ adhesions"). The patient was treated with surgery (hysterectomy to remove the essure), surgery (hydrothermal ablation) and surgery (hydrothermal ablation). Essure (ess205) was removed in 2009. At the time of the report, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and pelvic adhesions outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic adhesions and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new event: menorrhagia, pelvic adhesions were added. Reporter, patient demographic information, other relevant history, product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and dysmenorrhoea ("painful menstrual cycle"). The patient was treated with surgery (hysterectomy to remove the essure). Essure (ess205) was removed in 2009. At the time of the report, the abdominal pain lower, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea and vaginal haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.